Event description:
It was reported that a cartridge alarm occurred during the load sequence. Customer continued to use the pump for insulin therapy and had an alternate method of insulin delivery available. There was no adverse impact the customer¿s blood glucose.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.